Manufacturer narrative:
Isi has not received the synchroseal involved with this complaint as the customer had discarded the instrument. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. The synchroseal instrument (part number 480440-5 / l90200928-0078) was confirmed to be used on system sk4276. The instrument is a single-use instrument and, therefore, had no uses remaining. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. Synchroseal is a bipolar electrosurgical instrument for use with a compatible da vinci surgical system and a compatible electro surgical generator. It is intended for grasping, dissection, sealing and transection of tissue. Synchroseal can be used to seal vessels up to and including 5 mm in diameter and tissue bundles that fit in the jaws of the instrument. The synchroseal instrument's synch function, while used in conjunction with the e-100 generator, is designed to simultaneously seal and transect tissue. This complaint is reportable due to the following: during a da vinci-assisted hysterectomy-benign procedure, the customer reported that the synchroseal could not seal/coagulate the left uterine artery mid procedure. A backup fenestrated bipolar forceps was used, and the procedure was completed with no reported injury. Per the event description, there was no indication that the product was not being used as intended. A review of the instrument and system logs did not suggest a product or system issue. The instrument has been discarded by the customer and is not available for failure analysis. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. This complaint is considered a reportable malfunction due to the following conclusion: the synchroseal instrument reportedly did not sufficiently complete a seal in seal mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. Although it was reported that the patient experienced bleeding, there is no information provided to suggest that the patient sustained a serious injury. There is no information provided to indicate that the bleeding was life-threatening, required medical intervention to prevent permanent impairment, or resulted with disability or permanent impairment. In addition, there is no indication that the patient required hospitalization due to the bleeding.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign procedure, the customer reported that the synchroseal could not seal/coagulate the left uterine artery mid procedure. There was bleeding seen and a backup fenestrated bipolar forceps was used and the procedure was completed as planned. On 27-may-2021, intuitive surgical, inc (isi) followed up with the isi clinical territory analyst (cta), who was present during the procedure and obtained the following information: the synchorseal instrument was working fine initially. The surgeon had completed the dissection of the broad ligament and was trying to seal and cut the left uterine artery. The e 100 generator gave the long continuous tone during activation and the seal complete tone. But when he tried using the monopolar curved scissors (mcs) instrument to cut the vessel, there was a spot bleeder that would not stop. The surgeon tried to seal the vessel superiorly and inferiorly to the bleeder, but the instrument would not seal or coagulate. The surgeon then used a backup fenestrated bipolar forceps (with an erbe generator) to stop the bleeding. The amount of bleeding was less than 750 ml, the patient was not medically unstable, did not require blood transfusion and there was no additional excision of blood vessel done. He is not sure if the diameter of the blood vessel in the jaws of the synchroseal was less than 5 mm but confirmed that all the tissue fit in the jaws of the instrument. The instrument was not submerged in liquid, there was no biodebris, no hard material in the jaws of the instrument, no calcification of the vessel and no previous chemotherapy or radiotherapy. He is unsure if there was tissue tension in the vessel while coagulating. There were no errors seen on the system when the issue occurred. He also confirmed that the instrument jaws were not moving while sealing. The procedure was completed as planned and there were no post-operative complications in the patient. There were no video/images present for review. Demographic information/medical history and relevant investigation information were not available. The customer has discarded the synchroseal instrument involved with this event.